Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient did not report the fall to their office. The serial number of the ens and lead devices were unknown. No actions or interventions were reported. The lack of stimulation/fall, possible lead dislodgement issues were reported as resolved. The patient was very pleased with the percutaneous nerve stimulation and was moving on to the permanent implant.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient fell and thinks that they pulled the leads out. The caller indicated that the patient turned stimulation up and can now feel stimulation. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.